Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to subject was complaining of discomfort at the pump site. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient came for a follow up visit on (B)(6) 2018 and the hcp reported there were no signs of granuloma at catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was complaining of discomfort and states they believed their catheter was blocked. On (B)(6) 2018 a pump o gram was ordered then performed on (B)(6) 2018. The pump o gram consisted of a needle advanced into side port of pump. Fluid was withdrawn and discarded. Contrast was the injected through needle and in lateral portion of pump. There was not contrast noted at tip of catheter. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to subject was complaining of discomfort. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-mar-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient had discomfort at the incision site. A pump-o-gram was performed on the entire system on (B)(6) 2018. It was reported the patient had a magnetic resonance imaging (MRI) without contract and revealed a pump-gram on (B)(6) 2018. The patient stated their catheter is blocked, but there were no signs of granuloma at catheter tip on MRI. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was other repeat pump-o-gram and the clinical diagnosis was discomfort at incision site. The patient's weight was (B)(6) kg. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.